Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number unknown, and compared to a laboratory result. At 6:04 a.m., the meter result was 582 mg/dl from a central venous catheter sample. The meter result from a capillary sample was 112 mg/dl.

Manufacturer narrative:
The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.